Event description:
Loss of capture of the atrial lead due to a high atrial threshold and an atrial threshold unable to complete 603996113. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).